Manufacturer narrative:
One device was returned for repair in good condition. The service history review identified the complaint was not related to a previous service of the device within the review period. The customer's reported issue could not be duplicated at time of investigation. The pump was found to be operating properly, and the cassettes are recognized by the pump. It was determined that the cause of the problem was a user related issue, and no further action will be taken.

Event description:
It was reported that the device does not always recognize the cassette, and per customer, means it cannot start. There was unknown patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.